Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter kit was used during a dilatation procedure. According to the complainant, after dilatation had been achieved, the balloon failed to deflate. Another uromax balloon was inflated at the proximal area and the first uromax balloon was removed from the patient while remaining inflated. The balloon was able to be deflated after removal. The procedure was completed with this balloon with no complications and the patient's condition at the conclusion of the procedure was reported to be "good."

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter kit was used during a dilatation procedure. According to the complainant, after dilatation had been achieved, the balloon failed to deflate. Another uromax balloon was inflated at the proximal area and the first uromax balloon was removed from the patient while remaining inflated. The balloon was able to be deflated after removal. The procedure was completed with this balloon with no complications and the patient's condition at the conclusion of the procedure was reported to be ''good.''

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual evaluation of the returned device revealed the uromax device was attached to an encore inflation device. The shaft of the device was kinked at the distal end of the strain relief. The balloon material was fully deflated. Product analysis of the device determined that no issues were noted with the returned device which could have contributed to the complaint incident. It was possible to inflate and deflate the balloon material without any issue noted. It was possible to inflate the balloon material to its recommended rated burst pressure of 20 atmospheres (atm) without any issue noted. The inflation device was verified before and after use with a calibrated pressure gauge (# (B)(4)). It was possible to deflate the balloon material without any issue noted. An attempt to inflate the balloon material a second time led to the balloon bursting longitudinally. The root cause classification of this investigation is operational context.

Manufacturer narrative:
(B)(4): "balloon failed to deflate."